Event description:
It was reported that multiple episodes of non-sustained right ventricle oversensing was observed. Myopotential oversensing was suspected. The device was reprogrammed as recommended. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.